Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Pt states she thinks her implantable neurostimulator (ins) is dislodged and wants to know if there is a way this can be checked. Pt states she feels like her "spine is at the base of her ass." Pt states she noticed this started in (B)(6) 2020. Pt states she no longer has a hcp because he dismissed her for being "dirty when she wasn't." Pt states she is currently at the hospital and wants to know if someone can check this. Patient services recommended speaking to hcp about the issue.